Event description:
The manufacturer was informed that on (B)(6) 2022, mitroflow valve size 23 mm was explanted due to svd and trifecta 21 mm was implanted instead. Reportedly, the stent post was peeled off. The concomitant procedure of this re-avr was mvp and tap with no relation to the event.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a23, s/n # (B)(6) as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The valve was returned to the manufacturer. The stent and the sewing ring were covered by fibrous pannus which protruded 3-5mm into the lumen on the inflow side, narrowing the annulus, and caused a low degree of stenosis. The pericardium of all three leaflets was thicker than normal due to pericardial degeneration. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. All the leaflets were pliable. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. The mesothelial surfaces of all leaflets were locally wrinkled. On leaflet a, 2-3mm long tears were visible along both posts. Mesothelial grooves were also visible. On leaflet b, 10-16mm long tears were visible along both posts. Small intrinsic calcifications were also visible. On leaflet c, 7-8mm long tears were visible along both posts. Small intrinsic calcifications were also visible. A small thrombus deposition was detected on the belly. X-rays of the subject valve showed small intrinsic calcifications in leaflets b and c. Histological analyses were also performed on samples taken from leaflets b and c. In leaflets b and c, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; the collagen bundles showed a bubbly aspect and cholesterol clefts were detected. Degenerated inflammatory cells were present inside the small thrombus depositions that were visible on the mesothelial surface of leaflet c. In leaflet b, gram stain showed some gram + bacteria. Based on histological analysis performed, lipid infiltration (cholesterol clefts) in the pericardial tissue was present. This lipid infiltration, as supported by the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified gram positive bacteria spread inside the pericardium. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, since no information regarding the clinical history was provided, this cannot be ultimately confirmed. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
The valve details (model: 12a23, serial number: (B)(6)were identified from the stent upon receipt of the device. Investigation is ongoing and a follow up report will be provided upon completion of investigation or receipt of further information.